Event description:
It was reported that a half day infusor had particulate matter within its bladder. This was found before use. The device was filled with deferoxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The drug was reported as "desferrioxamine". This lot was manufactured from june 26, 2014 to june 27, 2014. Evaluation summary: the device was received for evaluation. Visual inspection was performed and noted a white particle, measuring approximately 1.70 mm in length, floating in the fluid within the bladder. Fourier transform infrared spectroscopy determined the particle to be polyester material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the problem is unknown. In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.